Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: date of report, date rec¿d by MFR, PMA/510k. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: eleveted metal ion level. Review of event description: it was reported that the patient was implanted at left hip with biolox head and cls stem on (B)(6) 2013. Patient has a high titanium level in blood at the 2 years follow-up visit: 26.9 ug/l (date blood drawn: on (B)(6) 2015). No pain or other clinical complication was reported for this patient. The implants remain in patient. The patient has another hip prosthesis on the right side. It is not zimmer biomet product but also made of titanium. Review of received data: the surgical note from the implantation surgery states that the diaphyseal canal is prepared in the femur with the appropriate rasps. A brevius stem 11.25 is inserted. A madula neck b is applied;therefore, the dislocation is reduced with a ceramic head 36 +0. The prosthesis is stable in the various movements. No complications noted. No other case-relevent documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the products remained implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Review of DHR did not identify and deviation or anomalies. Review of raw material certificates showed all material met the specification. Root cause analysis: as the patient has another titanium hip implant in the right hip, the association of left hip implant (complained implant) and the complained event is unclear. However, all possible root causes were still extracted : root causes analysis for biolox delta heads using rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head possible, as all components remained in the patient, the condition of them are unknown. Therefore this root cause cannot be excluded. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, as all components remained in the patient, the condition of the connection are unknown. Therefore this root cause cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Implant breakage, abrasive wear, dissociation, nerve injuries, vascular injuries due to design specification not met (e.g. Head does not provide feedback during assembly onto stem taper) not possible as the quality records showed all components met the specification. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, as all components remained in the patient, the condition of all components are unknown. Therefore this root cause cannot be excluded. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, as all components remained in the patient, the condition of all components are unknown. Therefore, this root cause cannot be excluded. Root causes analysis for cls brevius stem with kinectiv tech using rmw: motion leading to metal wear in connection, possible loss of kinectiv neck connection due to reuse of loose kinectiv neck during revision surgery / reuse of a damaged kinectiv neck not possible as no indication about the neck was reused. Metallosis due to micromotion between kinectiv neck and stem (fretting) possible, as the implants remain in the patient, the condition of the components are unknown; therefore this root cause cannot be excluded. Metallosis due to design specification not met. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Conclusion summary: the patient has a high titanium level in blood 2 years postoperation. No pain or other clinical complication was reported for this patient. The review of surgical does not identify any abnormalities. The quality records of both devices show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The devices were not explanted, no further examination can be performed; thus, the condition of devices are unknown. Additionally, the association between blood metal ion level and the reported implant cannot be confirmed, since the patient has another hip prosthesis made of titanium on the right side which is not produced by zimmer biomet. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event change.

Manufacturer narrative:
Concomitant medical devices: cls brevius, stem with kinectiv technology, uncemented, 11.25, catalog no# 0100296112, lot no# 2696369; biolox delta ceramic taper liner, catalog no# 00877501136, lot no# 2587132; modular neck b 12/14 neck taper, catalog no# 00784802200, lot no# 62369848; shell with cluster holes porous 54 mm, catalog no# 00875705401, lot no# 68350557. Therapy date : unknown. Number reports associated with this event : 2. The following report is associated with this event : patient was implanted on the left side and a follow up visit after 2 years revealed high level of titanium levels in blood. No pain or any other clinical complication reported. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and a follow up visit after 2 years revealed high level of titanium levels in blood. No pain or any other clinical complication reported.

Manufacturer narrative:
The following reports are associated with this event: 0009613350-2018-00659, 0009613350-2018-00660. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product -item name shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners item # 00875705401 lot # 62350557. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp(B)(4).